Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 73 mg/dl, 382mg/dl, and 233 mg/dl. Three hours later, customer received results of 169 mg/dl and 94 mg/dl within 10 minutes on the compact system. Customer re-tested four hours later and received results of 252 mg/dl and 128 mg/dl within 10 minutes on the compact system. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.